Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the infusion set tape was accidentally dislodged during use on (B)(6) 2026. No further information is available.